Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. This will most likely result in user annoyance with no effect on the functioning of the pump. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Site reported that both power ports of a patient's controller were becoming loose with one almost completely detached. This resulted in patient annoyance and anxiety. The device was exchanged with no reported patient issue.

Manufacturer narrative:
The site reported that the ports had not been loose when he had been discharged post-implant. The patient reported that he had not dropped the device. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The controller failed visual inspection because the controller's power port one connector was found loose with the o-ring gasket displaced. The power port two connector was found loose with the o-ring gasket still in place, however, the locknut inside the housing was unattached from the port connector, allowing the locknut to migrate freely between the power board and main board. During functional testing, the controller generated a "power disconnect - reconnect power two" alarm, indicating that the controller was unable to communicate with an external battery connected to port two. Further analysis found that the integrated circuit responsible for reading the capacity of a battery attached to the controller failed. An observation revealed that the locknut likely caused the component to short. The controller was still able to accept power from an ac adapter but would trigger power disconnect or critical battery alarms when a battery was connected to power port two. Review of the controller log files revealed that no alarms were logged during the reported event date. This suggest that the component likely shorted when the unit was in transit for evaluation. As a result, this observation is not related to the reported event. The most likely root cause of the reported loose connector can be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.